Event description:
The user facility reported a 24-year-old female presented with acute myocardial infarction/cardiogenic shock and an impella 5.5 was utilized for support awaiting durable ventricular assist device. The patient was on support for 85 days which is beyond the indicated use. There was a concern for infection when the sterile sleeve was compromised. The team gave antibiotics for the infection. Additionally, the patient had a cardiovascular accident (cva) which was treated in interventional radiology by thrombectomy. The patient had signs of impairment from the cva in the form of slurred speech and left-sided weakness.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: infection: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ischemic cva: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the infection/sepsis and the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the infection was gall bladder patient condition related; the cause of the stroke/cva was not determined since without imaging evidence there is no way to confirm the source of the stroke was due to a clot that passed through the impella device, the relation to impella is unknown. The failure modes will be monitored and trended.

Manufacturer narrative:
The investigation into the reported "infection/sepsis and stroke/cva" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the cause of the infection was gall bladder patient condition related. The cause of the reported cva was not determined since without imaging evidence there is no way to confirm the source of the stroke was due to a clot that passed through the impella device, the relation to impella is unknown. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ b5 - included report of anticontamination sleeve damage.

Event description:
In addition to the original report, the device's anticontamination sleeve "ripped off" during use. The physician cleaned the device and taped it with tegaderm.

Manufacturer narrative:
The investigation into the infection/sepsis, the stroke/cva and the product damage (sterile sleeve damage) has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical information provided, the root cause of the infection was gall bladder patient condition related. The root cause of the stroke/ cva issue was not determined since without imaging evidence there is no way to confirm the source of the stroke was due to a clot that passed through the impella device, the relation to impella is unknown. The root cause of the sterile sleeve damage issue was not determined since product was not returned for investigation.